Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a low battery capacity was shown in the device image. Technical support reviewed the device image and noted the battery capacity shown was most likely due to a diagnostics anomaly and that the device had not reached eri. The patient will continue to be monitored and was in stable condition.